Event description:
Customer reported that stem cells were frozen in fourteen (14) cryocyte bags in september 2004. The cryocyte bags were frozen overnight in vapor phase and then placed in liquid nitrogen until the following month. The cryocyte bags were thawed in sterile containers, and one of the bags cracked. The stem cells in all of the cryocyte bags were infused to the patient. The antibiotic, vancomycin, was given to the patient as a prophylactic measure. The patient engrafted successfully and had no complications.

Manufacturer narrative:
Production records for lot number h04b17063 were reviewed, and applicable results were found within specification.